Event description:
It was reported that the insulin pump gave an alarm multiple times. It was also stated that the drive support cap was loose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed however, unit alarmed a compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with operating currents within specifications and passed self-test, unexpected restart error test, rewind and displacement test. The insulin pump had broken reservoir tube lip, cracked case at the display window corners and minor scratches on the lcd window. The insulin pump was missing the end cap sticker and the address serial label.